Manufacturer narrative:
(B)(4).

Event description:
The complaint states unexpected receiver shutdown occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.